Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they would be sitting still when all of a sudden their ins would go crazy and shock them hard. Pt stated that they would sit down and just as they sat down and leaned back at all, the ins would "shock the crap" out of them. Pt stated that they hadn't changed their therapy settings and that the ins doesn't shock them every time, so it wasn't like their therapy settings were too high or that it was a reclining issue. Pt stated that when the ins shocked them, it would be a powerful shock and it didn't stop and it would keep going for maybe 30 seconds or a minute and it didn't matter what position they moved to. Pt stated that this issue started probably about six weeks ago. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that they would be sitting still when all of a sudden their ins would go crazy and shock them hard. Pt stated that they would sit down and just as they sat down and leaned back at all, the ins would "shock the crap" out of them. Pt stated that they hadn't changed their therapy settings and that the ins doesn't shock them every time, so it wasn't like their therapy settings were too high or that it was a reclining issue. Pt stated that when the ins shocked them, it would be a powerful shock and it didn't stop and it would keep going for maybe 30 seconds or a minute and it didn't matter what position they moved to. Pt stated that this issue started probably about six weeks ago. The patient was redirected to their healthcare provider to further address the issue. Redirected caller: patient's hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and the manufacturer representative. It was reported that the patient indicated that the shocking issue had been happening for approximately 3 months. The patient does not recall any falls and claims that while lying still when feeling paresthesia, and feels a 3 our of 10 and then without moving she feels stim intensely a 25 out of 10. Patient described the intense stim changes as "zings". The patient can not turn stim off because their pain is too high when stim is off. The rep indicated that they could not replicate any issue while in office. The impedances were in the range of 900-1100ohms regardless of the body position. There was a small fluctuations but on the order of 50ohms. The caller palpated on the ipg while testing impedances and that did not cause a significant impedance change. The rep programmed the adaptivestim for the patient with programs p1 at about 5ma and p2 at about 2ma, it was comfortable for the patient and then when moving the patient was feeling intense stimulation or zings and the rep had to reprogram the intensity for a given position multiple times. The rep indicated that the patient's le ads were placed at t10-11 level and they took an x-ray on (B)(6) 2022 which showed that the leads were at the t11-12 level. They also took a lateral x-ray which showed that the lead look very posterior, the rep did not think that the leads were getting abnormally close to the spinal cord. The rep indicated that the patient texted on the morning of 3/1 and felt like the stim was the best it has been in a long time but had 7 "zings" while in bed rotating and when the patient was a passenger in a car. The rep plans to follow-up with the patient and md again regarding this issue and for further troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: 2020-(B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
All of the components are still implanted in the patient. Revision surgery is scheduled for tomorrow. Additional information received; the ins and leads were replaced this morning. The new serial numbers are as follows.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2020. Product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2020. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis pli# 10 product ID# 97715 the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. No insignificant anomalies product analysis of product ID 97791 977a260 serial# (B)(6) and 977a260 serial# (B)(6) found no anomalies medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The manufacturer representative met with the patient on (B)(6) 2022. The patient was still experiencing the "zings" or "shocks", and the cause has still not been determined. The patient was reprogrammed using on the top contacts that were over t11, and the implantable neurostimulator was reoriented. The patient reported that she was not getting pain relief using the new settings at eh top of the lead, but she did have less shocks than the group using the lower an middle portion of the lead.

Event description:
Additional information was reported that the reason for call was pt states the leads have moved and the device has mind of its own anyway and device will shock at random times like frog legs and cannot control legs. Pt states replacing device on the 22 of this month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.